Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.00 x 20mm was selected for treatment of the severely calcified, moderately tortuous, 90% stenosed target lesion which was located in the left anterior descending artery (lad). During the procedure, the balloon was inflated to 8atm for 20 seconds. Following inflation, the balloon burst. The device was removed from the patient, and it was noted that there was a pinhole in the balloon. The procedure was completed successfully using another of the same device, and there were no patient complications.